Event description:
It was reported that the pt had the implantable neurostimulator (ins) removed. The pt's neurological problems were getting progressively worse and the ins was causing more pain than relieving it. As a result of wanting to do more neurological tests, the pt decided to have the ins removed. The pt had good relief for a while, but it got worse and programming didn't help. The pt had no complaints against her dr or the MFR.

Manufacturer narrative:
(B)(4).